Manufacturer narrative:
Date of event: exact date unknown, event occured approximately six to eight months ago.

Event description:
It was reported that the patients ipg was found to be nonfunctional as it would not get a charge or hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.